Event description:
It was reported that the center was prepping to implant a right ventricular assist device (rvad) and was planning on using the top module (tmod) of the drive console (ddc) for primary support and the bottom module (bmod) as the backup. When the ddc was turned on in the operating room, the tmod would not pump. The lights came on and the compressors came on, but when the demo pump was hooked up by clinical to troubleshoot the driver, the pump would not pump on the tmod (bmod functioned fine). The reset button was pushed, and tmod started functioning. The hosp was not comfortable proceeding with tmod as backup so the ddc bmod will be used as primary driver, and a tlc ii driver will be used as the back-up.